Manufacturer narrative:
Batch review performed on 25 june 2020 lot 182703: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director 1.5 years after primary hybrid tha the cement mantle subsided and detached from the bone, making the femoral construct unstable. The separation between cement and bone is clearly visible in the xrays supplied. No date is visible, so we can't tell if this happened secondarily or was a cement/cementation problem in the immediate postoperative. No reason to suspect a faulty device.

Event description:
Revision surgery performed due to stem subsidence 1 year and 6 months after primary.